Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis did not identify defects or signs of breakage; therefore, the initial complaint of the fiber break was not confirmed. Although, the diminished vaporization of the aiming beam could be confirmed, since when the fiber was tested, the aiming beam was very weak. That weakness could be due to an internal connector fracture in the device, that could occur during procedural handling of the fiber. That fracture in the connector could lead to an insufficient aiming beam and low laser energy output, which is similar to the event that the customer reported. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a co2 laparoscopy to treat endometriosis, the power of the fiber was diminished, the middle of the fiber burnt in the surgical drape and a fiber breakage was reported. The fiber break seemed to be present from the start of the procedure, since looked like there was a hole in the fiber. The procedure was completed with a new fiber and there were no patient complications or incidents.

Event description:
It was reported that during a co2 laparoscopy to treat endometriosis , the power of the fiber was diminished, the middle of the fiber burnt in the surgical drape and a fiber breakage was reported. The fiber break seemed to be present from the start of the procedure, since looked like there was a hole in the fiber. The procedure was completed with anew fiber and there were no patient complications or incidents.